Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed extensive corrosion in the rotor assembly and bearings. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The rotor assembly and bearings were replaced, and the device was returned to the user facility.